Event description:
Information received indicates when the brakes are engaged the right head caster will still swivel but the caster wheels did not roll.

Manufacturer narrative:
The technician found that the casters were out of adjustment. He adjusted the casters to repair the bed.